Event description:
Following a coxarthrosis at right hip, the patient was subjected to an intervention (on the (B)(6) 2011) in which she received a 'striker' prothesis (abg implant). On the (B)(6) 2012, the patient was subjected to a revision surgery due to the mobilization of the acetabular component: the patient received an acetabular implant delta it and a femoral head biolox v40. On the (B)(6) 2013, following the diagnosis of coxarthrosis of left hip, the patient was subjected to a new intervention at hospital in which were implanted the following prothesis depuy: -pinnacle porocoat. -femoral stem corail ks 15. After the recall procedure of striker, was subjected on (B)(6) 2014, to blood analysis, cat, radiological exams and orthopaedics exams. The levels of chrome and cobalt were over the range.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Following a coxarthrosis at right hip, the patient (B)(6) was subjected to an intervention (on the (B)(6) 2011) in which she received a 'striker' prothesis (abg implant). On the (B)(6) 2012, the patient was subjected to a revision surgery due to the mobilization of the acetabular component: the patient received an acetabular implant delta it and a femoral head biolox v40. On the (B)(6) 2013, following the diagnosis of coxarthrosis of left hip, the patient was subjected to a new intervention at (B)(6) in which were implanted the following prothesis depuy: -pinnacle porocoat. -femoral stem corail ks 15. After the recall procedure of striker, mrs (B)(6) was subjected on (B)(6) 2014 to blood analysis, cat, radiological exams and orthopaedics exams. The levels of chrome and cobalt were over the range. Update october 18, 2017 - additional information received. There is no new information added that changes the MDR decision. Added implantation date. The reported event has been evaluated and will be monitored if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update october 18, 2017 - additional information received. There is no new information added that changes the MDR decision. Added implantation date.

Manufacturer narrative:
Following a coxarthrosis at right hip, the patient was subjected to an intervention (on the 26th of january 2011) in which she received a 'striker' prothesis (abg implant). On the (B)(6) 2012, the patient was subjected to a revision surgery due to the mobilization of the acetabular component: the patient received an acetabular implant delta it and a femoral head biolox v40. On the (B)(6) 2013, following the diagnosis of coxarthrosis of left hip, the patient was subjected to a new intervention n which were implanted the following prothesis depuy: -pinnacle porocoat -femoral stem corail ks 15 after the recall procedure of striker, (B)(6) was subjected on (B)(6) 2014 to blood analysis, cat, radiological exams and orthopaedics exams. The levels of chrome and cobalt were over the range. Update october 18, 2017 - additional information received. There is no new information added that changes the MDR decision. Added implantation date. Update nov 30, 2017: additional information received. Added date of implant. This complaint was updated on: dec 5, 2017 the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.